Manufacturer narrative:
Findings: unit motor error alarmed during basic occlusion test due to faulty fsr(gold). Unable to verify a33 alarm due to motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was unknown mg/dl. The customer was treated with pens. The customer stated insulin is squirting out during the manual prime process. Customer was advised that the possible cause of the alarm was during seating the force sensor did not detect the reservoir. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 172 mg/dl. The customer stated that there is crack in the little window where the reservoir. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.